Event description:
It was reported that the pump touch screen was gouged resulting in difficulty reading the screen. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.